Event description:
It was reported on december 7th that during a selenia dimensions procedure the mlo rotation did not stop rotation at 45 degree detents and was showing erratic movement. A field engineer examined the console and found that the side switches were causing the rotation of the c-arm intermittently and the foot switches did not work. The switches were replaced and the system met the manufacturer´s specifications. No harm to the patient or staff reported. No other information is available.